Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use for two days, the patient¿s family found difficulty injecting air to the device and it was felt that the syringe was kicked back during routine inspection. It was reported that the device was replaced with a new one. It was also reported that when the customer checked the removed device, there was no leak or damage found.

Manufacturer narrative:
Evaluation summary: one sample of pediatric cuffed tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed with a syringe 7cc of air was applied to the cuff, and it was observed the cuff held the air, and no restrictions were felt at the time of insertion of the syringe on the pilot balloon neither at the time of inflation, but it was observed the presence of organic matter inside the pvt valve, the sample was left inflated 24 hours according to process instruction and no deflation was observed. No failure mode was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.